Event description:
Drive devilbiss is the initial importer of the device which is a bath chair. The unit has not been returned for evaluation. End-user was in the shower seated on the chair when the legs bent. He fell and caught hiumself. His arm was sore. A couple of days later he went to a doctor for e-rays. He may have a hairline fracture of his left hand/arm.